Event description:
Event description guidant received information that the ventricular and atrial leads had impedance measurements greater than 4000 ohms, and were explanted. It was noted that the ventricular lead may have a lead fracture. The pacemaker was electively replaced at the same time.